Manufacturer narrative:
An investigation was performed on the reagent kit lot and data analysis on the instrument determined no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Low levels of amplification were seen for this run which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. A sample which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received a potential false positive result for a patient sample when testing with the cobas® sars-cov-2/influenza a/b assay. On (B)(6), 2021 the customer observed a sars-cov-2 positive, influenza a negative and influenza b negative result for a patient sample indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n(B)(4)). A test of the patient¿s sample was analyzed on two different liat systems and both systems generated sars-cov-2 negative, influenza a negative and influenza b negative results. It is unknown if the same sample or a recollected sample was used for repeat testing. No patient details were made available, and no harm or injury was indicated.